Event description:
Additional information requested reported that she saw her physician, who confirmed that the device was not working. It was noted that the physician performed an impedance check and the device was "not connecting to give stimulation". The patient stated that she "was trying to set up a surgery date but she had insurance issues and the procedure could not be performed". The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Event description:
It was reported that the patient experienced a loss of therapeutic effect and no stimulation sensation from the implantable neurostimulator (ins) which started approximately 2 days prior. The patient was wondering if her lead had moved again, as it has moved in the past. Refer to manufacturer report # 3004209178-2012-05035. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28, lot# v267336, implanted: (B)(6) 2009,: product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.(B)(4).